Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a 7f guidezilla 2 guide extension catheter and was bloody. The hypotube, collar, distal shaft and tip was microscopically and tactile inspected. Inspection revealed a partial separation at the collar and collar damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 05-jul-2018. It was reported that the collar of the guidezilla became flattened. Vascular access was obtained utilizing contralateral approach with an unspecified guidewire. The chronic totally occluded (cto) target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A guidezilla¿ ii pv guide extension catheter was selected for use. During procedure, when the unspecified guide wire, unspecified crosser and unspecified balloon were passed through and pulled out, the inner of guidezilla ¿s collar part was deformed.; it was noted that the lumen of the collar part of guidezilla became flattened. No patient complications were reported and the patient¿s status was good. However, device analysis revealed a partial separation at the collar.